Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation instrument outside of a procedure. The rep indicated that when the instrument came back from sterilization there was a broken holding/clamping mechanism for the navlock. There was no patient involved with this issue.

Manufacturer narrative:
The instrument tracker was returned to the manufacturer for evaluation. Testing found that the side tabs on the instrument had broken off. The tracker was noted to rotate and release instruments without issue and that the tracker returned good geometry and divot error readings with normal tracking. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the navlock was able to verify.